Event description:
Patient's left knee was revised for lateral collateral instability. Tibia baseplate was removed via slap-hammer and extraction handle. Came right out in first pop. No cement attached to baseplate. Surgeon expressed concern at how easily baseplate was removed."